Manufacturer narrative:
(B)(4). Batch # 466a84. Additional information was requested and the following was provided: was this interstitial pneumonia due to the device not firing? No. Does the surgeon believe that the patients interstitial pneumonia had to do with the pcee45a if yes, why? No. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage and with one gst45t reload loaded on the device. The reload was received partially fired 1/2. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The override system was manually reset. The device was tested for functionality in the straight position with the returned reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. The partially fired is consistent with an incomplete or interrupted cycle. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a semi-open left lower lobectomy, a sound of the knife moving gradually became softer as the knife moved toward the distal end of the cartridge and then the knife stopped moving at the 3rd firing by pulse-firing. The surgeon commented that it felt something was unusual from the 1st firing. The deployed staples were formed properly. The cartridge color was black. The slr was used. The patient had an interstitial pneumonia. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.